Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is reported "this event occurred in some needle-suture in a row¿. Please confirm the total qty involved? No information. Please confirm the needle didn't fall into patient? The needle(/s) did not fall into the patient. If it did, was it removed? And how? N/a.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on (B)(6) 2018 and the suture was used. During the procedure, the needle was detached from the suture when closing the chest. The needle did not fall into the patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.